Event description:
Patient reported that he work's construction and the v-go is not sticking to his body. Patient stated that he always properly prepped the site, and let the alcohol dry before he applied the v-go. Patient applied the v-go's in his abdomen and in the back of his arm.